Event description:
This pt experienced lower lid retraction secondary to grave's disease. The peri-guard patch was used as a spacer graft in both lower lids on 05/15/1997. This product is not cleared for this indication . On 06/04/1997, the pt presented with bilateral lower lid inflammation and thickening of the lids. The peri-guard grafts were removed. The pathology report showed dense collagen and white blood cells around necrotic debris. The pt is now doing well.